Event description:
During extubation, one of the three tensioning screws came loose, allowing the headrest to rock backward. The head of the pt, which was positioned on the headrest, tilted over dorsally. MRI of cervical spine showed no finding. The pt seems to have got a slight whiplash. (B)(4).

Manufacturer narrative:
The connection fixture was checked by maquet field rep together with the hospital's medical engineering. No error could be detected with the device. The MFR believes that one of the three knob screws was not fixed properly and came loose, allowing the headrest to rock backward. The customer was re-trained with respect to proper usage and pre-utilization inspections as indicated in the instructions for use. Maquet inc submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Exemption # (B)(4).